Manufacturer narrative:
H3, h6: the navio surgical system (saudia arabia), rob00050, sn (B)(6) intended for use in treatment was not returned for evaluation, however a video was provided for review. The video shows the ups battery indicator light flashing green. A relationship between the reported event and the device was confirmed. A functional evaluation could not be performed because the device was not returned. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified 1 similar event. A historical CAPA, nc, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The most likely cause of this event is ups battery failure. The navio surgical technique guide for knee arthroplasty provides guidelines for recovering to a fully manual procedure in the ¿recovery procedure guidelines¿. This failure is an identified failure mode within the risk assessment and the anticipated risk level is still adequate. Per complaint details from saudi arabia it was reported that during setup for a navio assisted tka surgery, the navio surgical system would not turn on. The ups battery indicator light was flashing green. The procedure was completed without delay, by changing the surgical technique to manual procedure. The patient was not harmed as a consequence of this problem. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during set up for a navio assisted tka surgery, the navio surgical system (B)(4) did not turn on and the ups gave green flashing, it seems the ups battery got flat. The procedure was completed, without delay, by changing the surgical technique to manual procedure. Patient was not harmed as consequence of this problem.